Event description:
It was reported that a patient underwent an umbilical hernia repair procedure on (B) (6) 2010. The patient returned to the emergency room at a different hospital on (B) (6) 2010 and was found to have a bowel obstruction. The patient underwent re-operation on (B) (6) 2010 and the mesh was removed.

Manufacturer narrative:
(B) (4). (B) (4) - bowel obstruction. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.